Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection revealed that the catheter shaft was kinked at approximately 13.0cm, 23.0cm and 50.0cm just distal to the strain relief and wrinkled on several places along their length likely due to handling. The catheter distal lumen was examined under magnification and it was observed that the distal tip marker had come off and the distal inner lumen was deformed. The bonds were inspected under microscopy and found to be intact. No other anomalies were observed. During functional testing, the balloon inflated and deflated according to specifications, but was inflating to one side more than the other. Information available indicates that the device was prepared as per the dfu, no anomalies were noted after unpacking, during initial inspection and preparation, continuous flush was maintained, all movements were slow and smooth, no resistance was noted during advancement/withdrawal of the balloon catheter, and the patient did not have a tortuous anatomy. It is likely that the observed catheter damages repeated passes of multiple sized catheters through the device caused wear and tear damage on the catheter shaft over time, but a definitive cause could not be determined following analysis of the returned device. However, based on the information currently available a definitive cause of the reported fracture could not be determined; therefore, an assignable cause of undeterminable was assigned.

Event description:
It was reported that during the balloon angioplasty procedure, the radiopaque marker band around distal end of the balloon catheter broke off into the left middle cerebral artery. The physician attempted to retrieve it with a snare as well as use aspiration without success. There for the tip was left inside the patient. There were no reported clinical consequences to the patient.

Event description:
It was reported that during the balloon angioplasty procedure, the radiopaque marker band around distal end of the balloon catheter broke off into the left middle cerebral artery. The physician attempted to retrieve it with a snare as well as use aspiration without success. There for the tip was left inside the patient. There were no reported clinical consequences to the patient.